Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin pump had buttons were hard to push and take several presses to get to work. The customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.